Event description:
Customer reported the workstation will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sbc cmos battery. System operates as intended.